Event description:
Pt experienced loss of restriction. Physician found no leakage of port or tubing during planned port replacement, and original port was left in place. Physician beleives there is possible leak in band, and surgery to replace entire band has occurred. Physician indicated there was a leak in the band.